Event description:
It was reported that the customer received a motor error alarm on his insulin pump while attempting to deliver a bolus. His blood glucose was 260 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.